Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the tip region of the lead. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, placement difficulty was noted. The helix would not extend at one/second rotation. The physician attempted three more times; however, the helix would not come out. A new lead was implanted and the attempted lead was returned for analysis. No adverse patient effects were reported.